Manufacturer narrative:
Additional information d9, g3, g6, h2, h3, h6. Functional testing confirmed a leak in the hemostasis valve of the sheath. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
An air leak was noted during a pfa procedure. The agilis 13 fr sheath was taking in air from the side port when farawave (boston scientific) was introduced during aspiration. To resolve, the sheath was exchanged and the procedure was successfully completed with no adverse patient consequences.